Event description:
It was reported that on (B)(6) 2026, the patient was admitted to the hospital due to a ¿blocked urinary catheter.¿ an f18 urinary catheter was replaced; however, after filling the balloon with water, leakage was observed from the balloon¿s water valve. The defective catheter was removed and replaced with a new f18 urinary catheter, and urine drainage was unobstructed. This incident did not affect the patient¿s treatment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.